Manufacturer narrative:
The power cord was returned to the manufacturer for analysis. Analysis found that the cable line prong was loose when wiggled. Cable passed continuity test. Analysis found that the reported event was related to a mechanical issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the power cable for the imaging system was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The power cable has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while outside of a procedure, the power cord of the imaging system had a loose prong and would not engage. There was no patient present when this issue was identified. No additional information was provided.